Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), ubd: , UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, recharger problem, cannot continue, call medtronic message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was caller and pt explained recharging difficulties that have gotten worse and worse. Caller said the implant helps a lot, but the pt has so much pain she has to recharge twice a day. Callers said, it used to take 45 minutes to charge twice a day now it takes 2 hours twice a day and the connection goes from excellent to orange. Callers said pt unplugs and plugs in the recharger cord sometimes to fix it and sometimes they remove and reinsert the battery pack. They have reset the controller 6-7 times in the last 2 months, but last time she lost connection every 15 seconds. Worked with callers to try the controller with no cords plugged in first. The controller showed pt's active c group, stim on, controller 100% the implant was 30%. Callers reported no visible damage to port. The recharger plug had nothing wrong on the plug end, but the cord looked worn, lighter colored, where it meets the donut. Worked with callers to start a charge and after a few minutes asked them to check for temperature changes along the cord. Pt reported it felt cool everywhere except where the cord met the donut it was warm. At first callers reported recharging excellent but within minutes got: recharger problem disconnect and call medtronic. The issue was not resolved through troubleshooting. They just received system problem rm03 and "recharger problem. Cannot continue.".